Event description:
On (B)(6) 2025, it was reported that the user noticed their blood glucose (bg) was 160 mg/dl, which they stated was unusual. Inspection revealed a large air bubble in the cartridge. The agent guided the user through removing the bubble, rewinding the piston, filling the tubing, and filling the cannula. The user planned to monitor bg and change the infusion set if levels did not improve. No leak, bleeding, or device alert was reported.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.